Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings, locking components and the cable/cord/wiring were damaged on the motor device. It was further determined that the motor, control and the locking parts were damaged. It was further determined that the device failed pretest for loctite and cable assessment, motor and thermistor assessment, no short circuit between phases and connector body (42), no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body (42), no short circuit between sensor gnd and connector body (42), safety assessment, noise assessment and handpiece temperature assessment. It was noted in the service order that the device failed during use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.